Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance. Follow up with the reporter confirmed that the facility biomed replaced the failed hard paddle assembly with already available part. The customer discarded the failed hard paddle assembly and it was not returned to physio-control for analysis. Therefore, further cause of the reported problem could not be determined.

Event description:
The customer reported that the device displayed abnormal discharge while delivering charged energy. The facility biomed reported that the device gave abnormal shock delivery and had no energy output with hard paddles while delivering energy into a testing equipment. A second set of hard paddles were utilized and proper operation observed. There was no patient use associated with the event.